Manufacturer narrative:
Age at time of event : around (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10794. It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 4.0 x40 135cm charger¿ balloon catheter was advanced for dilation. However, during the first inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed and was replaced by a 4mm x 40mm x 145cm coyote¿ es balloon catheter which also ruptured during the first inflation before reaching nominal pressure. The device was completely removed and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.